Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pinnacle cup inserter handle broke during cup implantation. The back end metal piece (where mallot impacts handle) broke off. No pieces were left in patient.

Manufacturer narrative:
The device associated with this complaint was not returned. Previous investigations found eco416321 was implemented (B)(4) 2013 to change the overall length of the handle and a flared feature was added for the over molded handle, the end scallop features have been replaced with a diamond knurl. Review of the as400 shows this lot was placed into distribution on august 12, 2013. It is unknown if the complaint sample is and old or new design without a visual examination. No corrective action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.